Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("essure coils deeply embedded within each cornu.") In a 36 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: several episodes of medical device monitoring error ("endometrial ablation & essure insertion performed on same day" during 2013, starting in 2013 and "hysteroscopy endometrial ablation" on (B)(6) 2014). The patient had a medical history of abnormal uterine bleeding, post ablation syndrome, dysmenorrhea, pelvic pain female, smoker, heart disorder, uterine dilation and curettage, bipolar disorder and depression. As concurrent condition the report mentioned anxiety. In 2013, the patient had essure inserted. . An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021 the reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n discrepancy noted: essure insertion date on (B)(6) 2014 and 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pathological diagnoses: a. Uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomies: inactive endometrium with inflammation. Fallopian tube with para tubal cyst. Cervix and fallopian tube with no specific pathologic change. Consistent with essure coils. Clinical history: abnormal uterine bleeding (aub) gross description : tubes: there are bilateral portions of essure coils deeply embedded within each cornu [ultrasound scan] on (B)(6) 2014: uterus: anteverted. Measures 8.2 x 5.6 x 6.8 cm. Nabothian cysts. Bilateral hyperechoic linear essure devices are seen. Impression: 1. Bilateral essure devices are seen. 2. Heterogeneous myometrium can be seen with adenomyosis and/or fibroids. No discrete fibroid identified sonographically. 3. Indistinct endometrium. 4. Indeterminate fluid-filled structure within region of central uterus/endometrium at upper uterine body extending to region of left fundus measuring 2.1 x 0.6 x 1.1 cm. Differential includes physiologic fluid distending endometrial canal from distal endometrial stenosis or adhesions given history of endometrial ablation. Follow-up suggested. Although considered less likely, intrauterine gestational sac is in the differential and recommend correlation with pregnancy test and beta hcg levels. 5. No sonographic findings for ovarian torsion. 6. Left ovarian cyst measuring up to 3.2 cm containing few thin septations and internal echoes may represent dominant physiologic follicle quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Event device embedded & 2 events of medical device monitoring error added. Surgical pathology report , lab data, medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2460 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2460 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.